Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 142 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at display window corners and a severely scratched display window.